Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm 1 occurred during the load sequence. A cartridge change was performed in an attempt to resolve the issue; however, a minimum fill notification occurred. The customer's blood glucose level was 225-254 mg/dl. The customer reverted to alternate therapy for diabetes management.